Manufacturer narrative:
FDA medwatch reference number: mw5082876. A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported a tampon fell apart and she retained a piece of tampon.